Event description:
The facility returned the device for service under a report of air in line sensor failure. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.